Manufacturer narrative:
The incisions on the penis made during the explant procedure are against the removal procedure protocols of the manufacturer. The surgeons who conducted the explant procedure, as reported in the abstract, used a circumcision incision and subcoronal counterincision to remove the device, which can lead to an elevated risk of decreased sensation, sexual dysfunction, poor cosmesis, and scarring on the penile skin. Surgeons are encouraged to refer to the surgical technique found in the instructions for use and to contact trained physicians for guidance on proper removal techniques to reduce the risk of an adverse event.

Event description:
An abstract called evaluation and treatment of complications of penuma penile implant by a. Kapadia describes three cases of patients who experienced adverse events related to a penile implant.

Event description:
In an abstract published by the sexual medicine society of north america in nov. 2020 titled evaluation of treatment of complications of penuma penile implant by akash kapadia describes three cases of penuma explant surgeries.